Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had encountered an issue where the q-lock had fallen off the fridge and required re-installation. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the q-lock was falling off the refrigerator. A field service engineer (fse) found that the remote manager was misaligned and failing. The fse reinstalled the remote manager and properly aligned it. The system functioned as intended after the field service engineer repaired the device.